Manufacturer narrative:
No anomaly detected by checking the DHR of the stem which subsided post-op (lot # 201402264) on a total of 20 revision stem manufactured with the same lot #. No other complaint reported on this specific lot#. Explanted devices: not available for evaluation. X-rays analysis: according to the medical judgment on the available x-rays, the humeral stem appears to be loose; a possible cause for this stem subsidence was a periprosthetic fracture (distal fracture of the humeral part), which could have caused the subsidence of the stem. From the post revision x-rays, it can be seen that it was necessary to use a customized humeral component. This suggests that, probably, patient bone conditions were not so optimal and that the failure of the stem was related to other than prosthesis factor. No other info were provided so a deeper analysis is not possible. This is the first and only complaint reported on a subsided cementless revision stem (1308.15.xxx), on a total of 2093 stems marketed ww since 2004. By our investigation, this event was probably due to a humeral fracture/patient poor bone stock, and is not "product-related". Pms data: according to our pms data, the revision rate associated to similar events is (B)(4) (1/2093); no corrective actions have been planned for this specific event. Limacorporate will continue monitoring the market to promptly detect the reoccurrence of a similar issue. This is a final report.

Event description:
Patient underwent a shoulder reverse surgery on (B)(6) 2015. During this revision surgery, a lima cementless revision stem was implanted with 2 humeral extensions. A second revision surgery was performed on (B)(6) 2017, after 18 months, due to the subsidence of the stem. During this second revision surgery, surgeon replaced the original dia.15mm stem with a dia.18mm one. He also replaced the original +6mm reverse liner with another one of the same size, and implanted a custom augmented reverse body. Surgeon satisfied with the outcome of the second revision surgery and with the stability of the final implant. Event occurred in (B)(6).